Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. No kit lot number was provided; therefore, no batch record review could be performed. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. Mc: 035503, s.d.a. (B)(6) 2019.

Event description:
The customer called to report an air detected alarm after approximately 199 ml of whole blood was processed. The customer stated that the centrifuge pressure dome had popped off resulting in a blood leak. The customer stated that she could see air in the return line, the heparin line, and around the pressure dome. It was recommended that the treatment be aborted with no blood or products returned back to the patient. The patient was reported to have been in stable condition. No product will be returned for investigation.